Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, the customer went to the emergency room due to a blood glucose (bg) level of above 300 mg/dl range. Customer tried to address the elevated bg with a correction bolus via the pump. Reportedly, customer left the ER three hours later with no permanent damage. No additional information was provided and the customer declined troubleshooting with tandem technical support.